Event description:
The health care provider confirmed that the patient experienced a transient pain/burning sensation at the ins, which resolved without treatment. An x-ray on (B)(6) 2012 indicated the ins was in a good position. The patient outcome was noted as no patient injury.

Manufacturer narrative:
Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Lead: model 39565-30, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Programmer: model 37742, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking/jolting sensation and painful sensation at the ins site. The pain only occurred when something was touching the ins site, regardless of stimulation on or off. This has occurred for the past year but has become worse over the past week and a half. The therapy was not working as expected. Additional information has been requested.